Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/10/2017, that on (B)(6) 2017, the patient experienced data gaps less than 3 hours. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient wore the sensor beyond seven days. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.